Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device showed that the stent is deformed at the proximal stent end. The stent is crimped at its appropriate position and the diameter of the crimped stent is still within the specifications. Stent imprints are visible on the exposed balloon surface, indicating that the deformed stent struts were initially crimped on the balloon. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. As a part of final inspection the stent embedding and the stent outer diameter are verified to 100 percent. The device in question successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
It was intended to treat a pre-dilated calcified lesion (90 percent stenosis degree) in a proximal/medial lcx. During the attempt to cross the target lesion the stent was deformed.